Manufacturer narrative:
The subject ch-s190-xz-e is not returned to olympus medical systems corp. (Omsc) yet. The investigation will be performed as soon as the actual device is returned. There have been no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During laparoscopic uterine fibroids surgery with the subject ch-s190-xz-e, the physician tried to connect the laparoscope to the subject ch-s190-xz-e, but couldn¿t successfully connect them. Although the connection was loose, the laparoscope didn¿t drop on the patient¿s body. The user facility replaced the subject device with another unspecified camera head, and completed the surgery. The local service engineer observed the external appearance of the subject ch-s190-xz-e and confirmed the following: ¿the endoscope mount of the subject ch-s190-xz-e was bent. There were traces of friction and being subjected to stress on the endoscope mount. There were no abnormalities found inside the endoscope mount.¿ by this observation of the external appearance, the local service engineer considered the cause of connection failure between the subject ch-s190-xz-e and the laparoscope was that ¿due to an external impact, the endoscope mount of the subject ch-s190-xz-e was deformed.¿ there was no report of the patient injury other than replacing the device.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-00280. Olympus medical systems corp. (Omsc) could not investigate the subject ch-s190-xz-e, because the subject ch-s190-xz-e is not returned to omsc. Omsc checked the manufacture history of the subject ch-s190-xz-e, there was no irregularity found. Omsc received the following information; the local service engineer observed the external appearance of the subject ch-s190-xz-e and confirmed the following: ¿the endoscope mount of the subject ch-s190-xz-e was bent. There were traces of friction and being subjected to stress on the endoscope mount. There were no abnormalities found inside the endoscope mount.¿ the root cause of this event could not be conclusively determined, because omsc could not investigate the subject ch-s190-xz-e. However, omsc surmised that the mechanism of the reported phenomenon was followings, in theory. The endoscope mount (e mount) of the subject ch-s190-xz-e was deformed caused by external shock. Thereby, the connection between the subject ch-s190-xz-e and the laparoscope became loose. Ch-s190-xz-e instruction manual states the corresponding method in case of an abnormality. There have been no further details provided. If significant additional information is received, this report will be supplemented.